Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the excluder® aaa endoprostheses were explanted on (B)(6) 2019, and replaced with an open repair. The aneurysm sac had continued expansion over the past years (amount is unknown) due to an unknown type endoleak. The patient tolerated the reintervention procedure.